Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that no relevant supporting clinical information had been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. However, a review of the instructions for use documents for knee systems revealed that excessive rotation, decreased range of motion, lengthening or shortening of the leg, looseness of components, unusual stress concentrations, and extraneous bone can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint laxity and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery, during which a size 5-6 legion 11mm ps insert had been implanted, the patient experienced a little instability of the joint. To treat this condition, a revision surgery was performed on (B)(6) 2023 during which the insert was replaced with a journey ii lock insert. The patient was stable on the table. The patient's current health status is unknown.